Manufacturer narrative:
On (B)(6) 2024, the recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient's device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The site was drained and the recipient was prescribed topical and oral antibiotics (types unknown); however, the issue did not resolve. Revision surgery has been scheduled. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.